Manufacturer narrative:
(B)(4). The explanted device was not returned for analysis as it was discarded by the medical facility.

Event description:
It was reported that during the permanent trial procedure, the patient experienced pain and weakness in the legs. The patient was sent to the emergency department. A hematoma developed under the lead at the cord which was confirmed through computerized tomography (CT) scan. It was unknown as to what caused the hematoma. The patient's lead was explanted. The physician believes the hematoma developed underneath the lead when it was pressing against the spinal cord. The physician states the hematoma was procedure related though and not device related. There were no issues that occurred during the implant procedure. The patient has regained some functionality and strength in the legs, although there is no movement below the thighs but she has feelings and perceptions.